Event description:
It was reported that the patient has low lead impedance. The magnet current was turned up to 3 ma with no patient response at all. Patient underwent generator replacement surgery on (B)(6) 2011. Product has been returned to manufacturer, but analysis is pending. It was indicated that after generator replacement lead impedance was okay, but clarification on the event has not been received, so no conclusion can be drawn as to the cause of the low impedance.

Event description:
Analysis was completed on the returned generator. No anomalies were found during the analysis. As the lead was not explanted, no analysis can be performed on the lead. Attempts for further information have been unsuccessful to date.